Manufacturer narrative:
The biomedical engineer (bme) reported that the telemetry transmitter will no longer read the va lead. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device. Multiple patient receiver. Model: org-9700a. Sn: (B)(6). Central nurse's station. Model: ni. Sn: ni.

Event description:
The biomedical engineer (bme) reported that the telemetry transmitter will no longer read the va lead. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the telemetry transmitter will no longer read the va lead. No patient harm was reported. Investigation conclusion: the customer reported that a zm-520pa transmitter would no longer read the va lead. The customer attempted swapping to a validated known-good lead set with no change. Nk tech support informed the customer that the zm-520pa is end-of-service (eos) and that units outside the warranty period cannot be repaired or exchanged. An eos letter was provided to the customer, and the ticket was resolved. Troubleshooting confirmed the va lead remained nonfunctional even with known-good lead sets. The device could not be evaluated further due to eos status, and the root cause could not be determined. Additional device information: d10 concomitant medical device. Multiple patient receiver. Model: org-9700a. Sn: (B)(6). Central nurse's station. Model: ni. Sn: ni. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the telemetry transmitter will no longer read the va lead. No patient harm was reported.